Event description:
Bilateral patient: litigation papers allege permanent physical injuries; significant pain, soreness, discomfort, and a catching sensation; inability to lead normal life, including difficulty walking and performing routine activities; elevated metal ion levels; and revision surgery of left hip revealing grossly loose cup with no evidence of bony ingrowth. Patient is a resident of (B)(6). (B)(6) 2012, plaintiff fact sheet received with part/lot information. This information does not change the investigational results.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. - (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 2/14/2014 - medical records received. Patient's left hip was revised to address straw colored joint fluid. The information received does not change the MDR decision. This complaint was updated on: 02/26/2014.